Event description:
It was reported to philips that the system could not start up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited the site and identified that the device had unexpectedly lost power and was unable to reboot, with no response to pressing the power button. During troubleshooting, the fse found that the fuse f10 (1a 250v) in the mpdu cabinet had blown repeatedly. Upon inspecting the mpdu control board, fse observed burn marks on the board. The fse replaced the mpdu control board. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.